Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The curved -tip sureform 45 stapler has been further evaluated by the advanced failure analysis (afa) team. After further investigation, it was determined that the instrument was not manufactured with an out of specification roll bushing. The main tube was manually rotated and increased friction was felt. The friction was substantial; however, it was not consistent for the entire rotation. This uneven friction is likely due to both the corrosion that developed along the roll bearings, as well as a misalignment between the roll gear and idler. Both issues can impede smooth rotation during the engagement sequence that results in a roll orientation offset. The roll axis engagement failures and opposite motion experienced in-house are likely due to the misaligned roll gear and exacerbated by the corrosion of the roll bearings. There were no engagement failures in the field.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved -tip sureform 45 stapler had counterintuitive movements. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the report of the counterintuitive movement with the curved -tip sureform 45 stapler, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested to customer to return the device. Isi has not received the instrument yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting counterintuitive movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. A review of the logs showed no errors. Additional observations not reported by the site that are not related to the customer-reported complaint: the instrument was found to have failed the engagement test during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument failed the engagement test. The engagement test was performed a total of three times and failed. The were also signs of corrosion that were found on the instrument bearing. The bearing found at the proximal end of the main tube exhibits orange discoloration. The corroded metal shavings were found stuck to the magnet. The instrument was transferred to engineering for further investigation. Further investigation by engineering did not confirm the initial fa findings. The stapler was re-installed on an in-house system and successfully engaged on the first attempt. The stapler motion was intuitive with the commanded motion. Functional testing was performed on the stapler during this installation. The stapler was able to clamp and fire in multiple jaw orientations. The staples and cut line were well-formed and no pauses for compression were observed. On the 2nd install attempt, the stapler successfully engaged, however, the stapler motion was non-intuitive. The stapler jaws moved in the opposite direction than commanded by the master tool manipulators (mtm). The opposite motion reported in the complaint was confirmed on the 2nd install of the stapler. Opposite motion is an effect of additional friction along the roll axis. While off the system, the main tube was manually rotated. Increased friction and resistance were felt, which is an indication that the roll bushing diameter is out of specification. The roll bushing can bind against the main tube during the engagement sequence, resulting in a roll orientation offset those results in opposite motion with respect to the input motion from the mtms. The roll axis engagement failures and opposite motion are a result of a bushing binding.

Event description:
Refer to h10/h11 for follow-up information.